Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 343 mg/dl then he bolus with insulin pump and woke up with 405 mg/dl, so he did bolus with insulin pump and blood glucose went down but not fast enough. Customer went to 351 mg/dl then they gave manual injection and then went to 247 mg/dl. Customer's blood glucose was 108 mg/dl between 12 to 3 pm. Customer reported that they did contacted their diabetes educator at the hospital regarding the high blood glucose event. Customer stated that the auto mode feature was not active nor automatically adjusting insulin at time of high blood glucose event, they did manual mode because had not been trained on auto mode yet. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does not allege insulin pump was under delivering. The insulin pump was not returned for analysis.